Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant no sensing was noted of the right atrial (ra) lead and ra lead dislodgement was seen on x-ray. The ra lead was repositioned that afternoon. No patient complications have been reported as a result of this event.